Manufacturer narrative:
Citation: delhaas e.m., van assema d.m.e., fröberg a.c., zwezerijnen b.g.j.c., harhangi b.s., frankema s.p.g., huygen f.j.p.m., van der lugt a. 2020. Isotopic scintigraphy in intrathecal drug delivery failure: a single-institution case series. Neuromodulation 2020; e-pub ahead of print. Doi:10.1111/ner.13275 date of event: please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID 8637-20, serial#: unknown, product type: pump, product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump, product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown. Other relevant device(s) are: product ID: 8637-20, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, product ID: 8637-20, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: delhaas e.m., van assema d.m.e., fröberg a.c., zwezerijnen b.g.j.c., harhangi b.s., frankema s.p.g., huygen f.j.p.m., van der lugt a. 2020. Isotopic scintigraphy in intrathecal drug delivery failure: a single-institution case series. Neuromodulation 2020; e-pub ahead of print. Doi:10.1111/ner.13275 summary: retrospective analysis of routinely collected observational data from a case series of patients in the setting of the academic center for pain medicine, departments of radiology and nuclear medicine and neurosurgery. Twenty seven patients participated between january 2014 and january 2019. Thirty-six optimized examinations including standardized pump flow rate with additional spect-CT imaging and a stepwise standardized analysis were performed. A 10 ml mixture of medication and 20 mbq 111in-dtpa was injected into the pump reservoir. Planar and spect-CT images were acquired at 24, 48, and 72 hours (h) after injection and at 96 hours and/or seven days, if needed. All images were reassessed by the first two authors using an optimized procedure. Reported events: a 66 year old male experienced leakage via a retained catheter. Their dose was adjusted. A 64 year old male experienced a cerebrospinal fluid obstruction. The flow was restored. A 47 year old female experienced a cerebrospinal fluid obstruction. The flow was restored. A 38 year old male experienced a cerebrospinal fluid obstruction. The flow was restored. A 46 year old female experienced a cerebrospinal fluid obstruction. The flow was restored. A 37 year old male experienced a cerebrospinal fluid obstruction. The flow was restored.